Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead exhibited shocking impedances greater than 125 ohms; there was no noise present on electrograms. The patient had a competitor's device. Technical services discussed further testing with 1.1 joule shock and a maximum shock to test the lead integrity and consider replacement if the measurements are out of range. No adverse patient effects were reported. Subsequent information indicated the shocking configuration was reprogrammed using can to tip and no further complications have been reported. Additional information indicates that this rv lead was being extracted.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.